Manufacturer narrative:
Additional information: explant was reported due to calcification, stenosis and high gradient. The investigation found calcification on all three leaflets, which immobilized leaflets 2 and 3. There was circumferential fibrous pannus ingrowth on the inflow surface which extended onto all three leaflets and narrowed the inflow diameter. Leaflet 1 also had fibrous pannus ingrowth on the outflow of the leaflet. No inflammation was present. The calcifications and pannus noted would have contributed to the reported stenosis.

Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
A 21mm sjm trifecta valve(serial# unknown) was implanted in the patient's aortic position seven years ago in another hospital (B)(6). The patient's aortic valve area(ava) was 0.93, and the maximum pressure gradient(maxpg) was 29mmhg in the follow-up on feb. 2019. The ava became 0.56, and the maxpg as 92.5mmhg in (B)(6) 2020. A reoperation was considered. A re-do avr was performed on (B)(6) 2020, and the trifecta valve was explanted, replaced with a 19mm sjm regent heart valve w/flex cuff. Upon explant, leaflet immobility was observed on two leaflets; calcification was prominent on the lcc and the ncc. The surgeon attributed the issue to the valve. The patient was reported to be in stable condition.